Event description:
It was reported that a stepped cannulated drill bit broke intraoperatively during reaming. Patient status outcome was reported as no problems with recovery and no signs or symptoms of infection. A piece remained in the patient, however no further intervention was required and no delay was reported. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment not diagnosis. The product development investigation shows that the 357.403 6.0mm/10.0mm stepped cannulated drill bit, large quick coupling, 435mm is an instrument routinely used in the titanium trochanteric fixation nail system technique guide. The returned stepped cannulated drill bit is in fairly poor condition with several scratches and small gouges at the distal tip. The device was returned and reported to have broken intra-operatively. This condition is confirmed; the bit is missing the most distal portion of the device and ends in a sharp jagged fracture surface. It is likely that either the device collided with the guide wire during surgery or encountered a particularly dense area of bone causing the drill bit to break. The drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that collision with a guide wire or dense bone led to this confirmed complaint; however, this complaint is not a result of any design related deficiency. The bit was manufactured in 5/2009 and is over five years old. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials (B)(6). Device is an instrument and is not implanted/explanted. There were no material review records, nonconformance reports, or complaint related issues with this lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional release to warehouse date for this lot is may 18, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.